Manufacturer narrative:
One 72202469 fast-fix 360 reverse curve needle delivery system device received. The device is in used condition. T1 was not returned. T2 and a fragment of suture were returned. These were located within the needle delivery track. The delivery needle tip has been flattened out. There is not a full reversed curve to the delivery needle tip. The device was found with the actuator advanced one cycle. This would have deployed t1. Functional test cycled the actuator again and found it riding under t2. This is due to the flattening of the needle. Use error may have been a contributing factor to the event.

Event description:
It was reported that during the meniscus repair procedure, the actuator was not functioning properly, and t1 and t2 failed to implant. Both implants were removed. No patient injury was reported.